Event description:
On (B)(6) 2011, pt reported a bent infusion set cannula with one of the infusion sets causing elevated blood glucose. Pt stated his blood glucose went over 400 mg/dl. Pt's normal blood glucose range is in the 150's mg/dl. Pt reported he was able to treat himself. Pt stated he did not notice any leaks with the bent infusion set cannula. Pt reported the infusion set was in for a day when his blood glucose levels went up and then he changed the infusion set and his blood glucose came back down. Pt has discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.